Event description:
Customer reported on (B)(6) 22 that they had multiple false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. These false positive results were confirmed negative by repeat testing on cue as well as rt-pcr testing. Customer did not specify time frame, frequency or number of patients involved for suspected false positive results.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Customer did not provide additional details regarding the false positive results. Further investigation could not be performed as customer did not provide lot numbers, cartridge serial numbers or reader serial numbers.